Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the reservoir is leaking, liquid in the reservoir compartment and the insulin appeared cloudy. The customer also indicated that their blood glucose was high at 423 mg/dl. Troubleshooting found that the customer will try to insert a new reservoir. No further information was provided.